Event description:
Additional information received later indicated that the patient had been instructed to turn off the device for a week to see if her symptoms returned. She did, and the symptoms returned. She was then instructed to turn it back on and follow up with the health care provider as necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few weeks ago the patient felt a surge of stimulation around the battery site while she was pumping gas. It lasted about 30 seconds, and was very intense. The patient went to her health care provider (hcp) today for reprogramming, because the implantable neurostimulator (ins) was not working anymore. There were no impedance issues with any of the electrode combinations. Specific impedance values were unknown, but there were no values less than 50 ohms or greater than 4000 ohms. The testing was also completed at different voltages. The hcp also did an ap/lateral scan for x-ray, and the leads were in a great place, but the ins connection to the lead wire was not confirmed. It was noted that they could turn the device up to 8.5 volts and the patient still felt nothing and no stimulation at all. This occurred on all four programs. It was also noted that there was a weird battery reading; it said 14%, longevity ¿0-0¿.

Manufacturer narrative:
Concmitant products: product ID 3889-28, lot# va0ef4d, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that initially there was a 50 percent or greater symptom reduction. The component involved in the reported event was the lead. The lead was twisted at least 15 to 20 times and the health care provider (hcp) had never seen anything like that. They were not sure how that occurred and the pocket was made to size and closed snugly around the generator. The troubleshooting done to provide insight into the event and the action taken to resolve the event was reprogramming. The patient¿s impedances were good. The hcp was not sure if the cause of the event was determined and they didn¿t believe a fall could have caused that degree of twisting of the lead. The patient recovered without permanent impairment.